Event description:
It was reported that balloon ruptured. A 2.50 x 20mm agent dcb balloon was selected for the in-stent restenosis (isr) procedure. During the procedure, balloon burst upon deployment. Device was removed. Procedure was completed using another of same device and no patient injury was reported.

Manufacturer narrative:
Visual, tactile, microscopic and leakage testing was performed on the device. A pinhole was identified, 6mm distal to the port exchange when attempting to inflate. Multiple kinks were noted along the shaft polymer extrusion, confirming the reported event. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon ruptured. A 2.50 x 20mm agent dcb balloon was selected for the in-stent restenosis (isr) procedure. During the procedure, balloon burst upon deployment. Device was removed. Procedure was completed using another of same device and no patient injury was reported.